Event description:
Olympus was informed that during preparation for an unspecified procedure at an unknown time/date, the esg-400 hf generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in the united kingdom (returned to rrc on 2022-06-30). The evaluation/investigation confirmed the occurrence of error e433 in the error log but could not reproduce the reported issue. The alleged error message e433 is triggered by the generator¿s safety system and can have different technical causes. However, the cause for the occurrence of the error message could not be determined in this case. In addition, multiple chips were found around the front panel and neutral port resulting from the use of cleaning and/or disinfection agents. However, they do not have any influence on the reported occurrence of error message e433. Furthermore, a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.